Event description:
Pt to interventional radiology for placement of a PICC line. At the end of the procedure while removing the wire, a small thread of wire was disconnected and remains in the soft tissue in the mid right arm region. Pt has a has a retained 4.6 millimeter piece of guidewire that is completely encased in her soft tissue and not involving the right basilic vein. After the piece broke off, the wire was not used and thrown away.no lot number is able to be obtained because the PICC was not placed.